Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. At the 45 day follow up transesophageal echocardiography (tee) imaging appointment on 49 days post procedure, the closure device could not be seen due to poor visualization on tee. Thus, a computed tomography (CT) was performed on 53 days post procedure, which showed normal placement of the closure device. CT performed 72 days post procedure showed the closure device embolized in the descending aorta. The closure device was removed from the patient 74 days post implant. No patient complications were reported following explantation of the closure device.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. At the 45 day follow up transesophageal echocardiography (tee) imaging appointment on 49 days post procedure, the closure device could not be seen due to poor visualization on tee. Thus, a computed tomography (CT) was performed on 53 days post procedure, which showed normal placement of the closure device. CT performed 72 days post procedure showed the closure device embolized in the descending aorta. The closure device was removed from the patient 74 days post implant. No patient complications were reported following explantation of the closure device.

Manufacturer narrative:
Media review: transesophageal echocardiography (tee) was provided for review and was reviewed by members of the boston scientific (bsc) training team, bsc medical safety, and clinical specialists. Two angles were provided from tee images. However, neither the implant position nor compression of the closure device could not be confirmed to determine if release criteria was met. There was no indication of user error seen from the provided media.